Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. There was no reported impact to customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, a out of range alert was observed.